Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cycler set lines during pd treatment. Upon follow up, the patient contact confirmed the reported event. The patient contact stated the fluid leak occurred from the cassette patient line during the dwell phase and unknown cycle of treatment. The patient contact stated the exact location of the leak was unknown and stated all connections were tightened during setup and no leaks were noted from the connection areas. The patient contact confirmed no issues were noted with the patient's pd catheter. The pdrn confirmed no fluid came into contact with the inside of the cycler and no alarms occurred prior to the leak. No other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed peritoneal dialysis treatment using continuous the cycler on the night of the reported event. The patient contact stated the cassette was available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cycler set lines during pd treatment. Upon follow up, the patient contact confirmed the reported event. The patient contact stated the fluid leak occurred from the cassette patient line during the dwell phase and unknown cycle of treatment. The patient contact stated the exact location of the leak was unknown and stated all connections were tightened during setup and no leaks were noted from the connection areas. The patient contact confirmed no issues were noted with the patient's pd catheter. The pdrn confirmed no fluid came into contact with the inside of the cycler and no alarms occurred prior to the leak. No other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed peritoneal dialysis treatment using continuous the cycler on the night of the reported event. The patient contact stated the cassette was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.